Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient experienced thrombus. It was reported that a thrombus was found in the right atrium when the patient was subjected to surface echography after the procedure. Timing when complaints occurred was after the procedure. There was no increase in blood pressure, etc., and the patient left the room uneventfully. There was no problem in the CT scan after the procedure. The patient is hospitalized in the intensive care unit. The physician's opinion on the relationship between the event and the product was that there is no relationship with the product. There were no abnormalities observed prior to and during use of the product. Additional information was received. The patient left the room without problems. It was discovered post use of biosense webster products. The physician commented that the adverse event was not related the bw products. No error message observed during the procedure. No issues occurred related to temperature and flow on the catheter. There was no thrombus on the biosense webster, inc. Catheters observed. No neurological symptoms observed since the procedure. Tag index was used.

Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30934224l number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 22-feb-2023, noted a correction to the 3500a initial. It should have included the following in the b5. Event description field: no medical intervention required. Outcome of the adverse event was fully recovered. Hospital discharge date to be determined. The patient did not require extended hospitalization. Relevant tests/laboratory data were none. Other relevant history was none. Generator was a smartablate generator. The serial number was unknown. Generator parameters was power control mode, cut-off temperature 40, cut-off power 35w. The patient was anticoagulated. Activated clotting time (act) was controlled about 400sec. Pump information was a smartablate pump. M4900208. G4cp4028-a. Correct catheter settings were selected on the generator. The pump was controlled correctly. The duration of ablation was not used greater than 60 seconds or 120 seconds. The average contact force was not greater than 40 grams or 25 grams. Irrigation rate was not used outside of those prescribed. The pre-ablation high setting was pre 1sec, post 2sec. Heparinized normal saline was used. Parameters for the visitag module used was-respiration setting, stability range 3, stability time 3s. Force over time, 25% 5g. Tag size 4mm. Therefore, updated the d10. Concomitant medical products and therapy dates field.